Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a proglide device after a femoral intervention stenting procedure using a 6f sheath. Reportedly, the proglide device was deployed and when attempting to retract the foot (step 4), the foot did not retract. An attempt was made to push the device a few millimeters back into the vessel, however, the foot would not close. Tissue/vessel damage occurred. Cut down surgery was performed to remove the proglide and repair the vessel. The vessel was then treated with a vascular patch and hemostasis was achieved. After the proglide device was removed from the vessel, the foot folded without any problem. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for the cut down surgery and vascular patch. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to open or close was not confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of tissue damage are listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible that a deflection occurred with the needles leaving the suture exposed which interfered with the foot closing or tissue was still caught in the foot even though the device was pushed back into the vessel a few millimeters. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.